Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 3006705815-2018-01359. It was reported the patient experienced loss of motor function/weakness in his right arm and leg a few days post-implant. An MRI indicated the patient had a hemorrhagic stroke. The patient was hospitalized in the rehabilitation unit and medication was administered. The patient is currently able to use a walker. The physician believes the symptoms are unrelated to the system.

Event description:
Device 1 of 2 . Reference MFR. Report: 3006705815-2018-01359 . Follow-up identified stimulation has been restored.